Event description:
It was reported that a motor stall was noted in the event logs on (B)(6) 2015, with no motor stall recovery recorded. The motor stall was caused by the patient having magnetic resonance imaging (MRI). The pump was not checked post- MRI, and the patient was in for a refill on the date of the report. No volume discrepancy was noted at the refill which indicated the motor was running. The MRI was not related to the patient¿s device therapy. The pump system was being used to infuse gablofen. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. (B)(4).